Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was inappropriately shocked multiple times. Programming changes were made by the physician. The patient was stable following the programming changes.